Manufacturer narrative:
Lot number: reporter provided lot "248889", which is not a valid lot number. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® epidural kit catheter broke into three parts. No patient injury was reported.